Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant. Retraction: the initial MDR submission has the incorrect MFR report number which is incorrectly listed as 3007319107. A new submission with the correct business registration number 3004154314 will be submitted including the investigaton by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported that the 36mm 2 concentric glenosphere seperated from the 23mm baseplate on a patient of unknown age and demographic. The original implant date is unknown. The date of the diagnosis is unknown. Addional information was solicited. This will be one of two submissions for the same event.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 18december2024 it was reported that the 36mm 2 concentric glenosphere seperated from the 23mm baseplate on a patient of unknown age and demographic. The original implant date is unknown. The date of the diagnosis is unknown. Addional information was solicited. This will be one of two submissions for the same event.